Event description:
The customer reported the unit had dim display. There was no patient involvement.

Manufacturer narrative:
G4: 07oct2019; b4: 08oct2019. The customer informed the field service engineer that a new display module user interface was installed. The unit successfully passed testing following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 19jul19. .

Event description:
The customer reported the unit had dim display. There was no patient involvement.